Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Cavillon.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient developed a skin reaction from a previous injection site causing an abscess on the abdomen and the patient was treated with oral antibiotic and topical antibacterial ointment. No further information available.